Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.

Event description:
On (B)(6) 2023, the patient¿s representative called lifescan (lfs) us alleging that they were getting inaccurate high results onetouch verio reflect meter compared to another meter and a lab test. The complaint was classified based on the customer care agent (cca) documentation. It was reported that the patient had experienced an inaccurate high result of ¿87 mg/dl¿ and ¿94mg/dl¿ at 2:30pm on (B)(6) 2023. The patient is a 1 year old child and the reporter stated that they were ¿crying¿ and ¿inconsolable¿, because of this the reporter called the doctor who recommended they go to the ER to get the readings verified. At approximately 2:55pm on (B)(6) 2023, the ER obtained a reading of ¿67mg/dl¿ on the hospital meter and at 3:10pm a result of ¿62mg/dl¿ was obtained from a lab test. The patient was treated with dextrose 20%. During troubleshooting, the cca determined that the storage and testing technique were correct and that the patient did not have control solution. A replacement device and test strips were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion after obtaining alleged inaccurate high results on the subject device. The subject device could not be ruled out as a contributing factor.